Manufacturer narrative:
Implant date: between 2016 and 2018. Article citation: rauchegger, teresa, et al. ¿two-year outcomes of minimally invasive xen gel stent implantation in primary open-angle and pseudoexfoliation glaucoma.¿ acta ophthalmologica, vol. 99, no. 4, 2020, pp. 369¿75. Crossref, doi:10.1111/aos.14627. Multiple requests for further information have been made. Allergan has received no response from the authors.

Event description:
The article "two-year outcomes of minimally invasive xen gel stent implantation in primary open-angle and pseudoexfoliation glaucoma" noted one xen® gel stent was fractured that occurred within the first month post-implantation. This is the same article reported under MDR ID# 3011299751-2021-03052 (allergan complaint #(B)(4)).